Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the delayed keypad response caused by a failed processor printed circuit board (pcb). The failed processor pcb was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a delayed keypad activation. There was no pt involvement.